Manufacturer narrative:
There are circumferential galling/scratches on the mid-section of the burr shaft. When the burr is introduced into the outer sheath, it makes contact with interior of outer sheath. The outer sheath appears to be slightly bent at the same location that we see the scorings on the inner burr shaft. This slight bend in the outer sheath may have caused contact between the sheath and the inner burr shaft when shaft was spinning at high speed resulting in metal particles. It is possible that the outer sheath was bent during or before use.